Manufacturer narrative:
The field service engineer (fse) replaced the pump head. He also performed air purges, primes and instrument diagnostic tests. There were no errors or leaks noted. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated there was water leaking behind the cobas 6000 e 601 module. The leak was noted when bringing the instrument back up from maintenance. The issue was determined to be due to an air-locked water pump that melted the inner core. No patient results were affected due to the issue.